Event description:
It was reported that patient presented symptoms of chest pain and periodical discomfort, described as pressure on the device implant site. Pocket revision was offered, however the patient declined it at the time. No further information was provided.